Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the bluescreen. A technical support specialist dialed into the station and logged in using carefusion admin credentials, repaired the remote support specialist (rss) agent through control panel and restarted the database synchronization and maintenance services, enabled autologin and rebooted the station, confirming that the med application launched automatically, successfully logged into the station post-reboot and validated functionality, completed confirmation that login and medication dispensing were functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station 3c_2 stuck on blue screen. However, there were no delays or adverse events or injuries reported based on this event.